Manufacturer narrative:
Complaint (B)(4). Received 9rk 455071p/c2404369 for evaluation. Received customer pictures. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint to our affiliated location in brazil from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations in association with the reported issue. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. The additive spray pattern was observed to be even and consistent on the tube walls. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Samples were functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviation with the function of the gel barrier could be observed. Therefore, the alleged malfunction could not be confirmed.

Manufacturer narrative:
Complaint (B)(4): a date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states serum in tubes on 2 different patients turns to "hard gel" when spun. Customer states tubes were clotted before spinning. One particular tube was spun 3 times and turned out the same each time. Recollection on one patient was fine. Other patient has been called for recollect.